Manufacturer narrative:
Qn#(B)(4). One sample was reviewed for the investigation at the manufacturing site. The manufacturer reported: "one actual sample was returned for investigation. Bronchial tube was inflated using endotest for both clear and blue cuff. The bronchial blue cuff passed the test as it was able to maintain its pressure at 25mbar. The tracheal clear cuff did not pass the test as it was not able to maintain its pressure at 25mbar. The clear cuff was observed under magnifying camera to observe the leak. It can be observed cut marks on cuff. Based on the investigation, the defect mode on cuff leakage was confirmed, as defective product was returned. There was cut marks observed on the actual sample. However, visual inspection, 100% water leak test, inflation and deflation test were performed in manufacturing and such obvious defect able to be detected and taken out as it will fail all the testing at manufacturing site. This complaint could not be verified as manufacturing related." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient". No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient". No patient involvement.

Event description:
It was reported that "the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient". No patient involvement.

Manufacturer narrative:
(B)(4).